Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 51 was not detected on bus. A field service engineer fse found that the half height legacy 51 drawer was not detected on the bus. The fse reseated all cables and reactivated the drawer then recommended replacing it. The customer unloaded the medications and the fse shut down the device to swap the drawer. After rebooting the drawer was configured to the correct location. The half height cubie drawer was verified to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.